Event description:
It was reported that pump experienced malfunction alarm malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed address and delivery preferences, provided instructions for placing pump in storage mode and returning it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.